Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred while the customer was disconnected from the pump. Customer reset the pump successfully. There was no reported impact to customer's blood glucose.